Event description:
It was reported that they were errors that the grid isn't retracting properly in the images causing the patient to be re-exposed. It was determined that the grid assembly needed to be replaced. Once this was done, the unit is working as intended.